Manufacturer narrative:
There are many potential clinical factors that could have contributed to the incomplete side cut. However, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A site reported that during laser assisted flap creation on a patient's right eye an energy error message occurred. Laser stopped working while forming the lateral incision (sidecut). To reset error message, energy tests were done. When lifting the flap, the surgeon revealed a non-cut area of the lateral incision (side cut) from one to five o'clock position. It was impossible to lift the flap due to large area of non-cut. Surgeon manually, with help from delamination, cut the lateral incision. Surgeon was then able to manage to lift the flap and perform excimer treatment.